Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use an integrity rx coronary bare metal stent to treat a non-calcified and non-tortuous lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from hoop/tray. The device was inspected with no issued identified. Negative prep was not performed. The device was not kinked and restraightened during use. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the catheter fractured during advancement through the guide catheter. It was described that the stent catheter would not advance through the sheath so the device was pulled back out. The device never entered the patient's vessel, the device remained in the guide catheter and no components remained in the patient. Another device was advanced with no issue to complete the procedure. Patient status post procedure is alive with no injury.